Manufacturer narrative:
Results: the lantern was fractured approximately 4.5 cm from the hub. The device was kinked approximately 23.5 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a fracture on the proximal end. If the device is retracted against resistance or is otherwise mishandled at extreme angles, damage such as a kink and subsequent fracture may occur. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the splenic artery using a lantern delivery microcatheter (lantern), non-penumbra base catheter, and non-penumbra sheath. During the procedure, the lantern, base catheter, and sheath were placed in the target vessel. While removing the lantern over a wire to reposition the base catheter, the proximal end of the lantern fractured in half; therefore, the entire lantern was removed. The procedure was completed using another lantern and the same base catheter and sheath. There was no report of an adverse effect to the patient.